Event description:
It was reported the procedure was to treat a moderately calcified lesion in the common femoral artery. The lesion was pre-dilated with a 6x100mm balloon. A 5.50x80mm supera self expanding stent system (ses) was advanced to the target lesion over a 0.018 guide wire. The first lock was released to advance the stent release button; however after 50% of the stent was deployed, it was observed that it was no longer deploying, so removal of the stent was chosen. During removal, it was observed that the tip became entangled in the stent mesh and when the stent was withdrawn from the long introducer, the tip was found loose inside the stent. The procedure was completed using balloon angioplasty and an absolute stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.